Manufacturer narrative:
Correction: the aware date for the supplemental report should have been (B)(6) 2016 and not (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient met with a manufacturer representative a physician mode recharge (pmr) was performed. The patient said he could do it and went home. The patient was given a bag full of rechargers and he went home. He tried it three more times and was not able to get the device to work. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that they were still trying to work with the patient. It was noted that the patient was busy and would contact the representative at a later time.

Event description:
It was reported the patient¿s stimulator was not working. It was reported the patient recently moved from ohio to hawaii and had to ship their implantable neurostimulator recharger (insr) to themselves. It was reported that two days prior to their insr arriving their ins ¿powered down¿ but they were able to charge their ins once the insr arrived. It was reported that five weeks prior to report the patient was woken up because their stimulation ¿wasn¿t feeling right¿ so they turned their device one. It was noted when they turned their device on again it jolted them ¿really hard¿ and was ¿quite painful¿ so they turned their stimulation off again. It was noted that four days after turning their stimulation off they had to begin ¿catching¿ again and their pain had returned almost immediately after turning stimulation off. It was noted the patient hardly ever turns their stimulation off and it runs at a high setting. It was noted the patient checked their device with their patient programmer and got the ¿poor communication¿ screen. It was reported the patient thought a wire had broken because the jolting feeling was the same feeling they felt when a wire had broken in the pa st. **information omitted pertaining to related event (B)(6)¿ shock/broken wire/replacement** it was further reported the patient is not doing well and has no quality of life. It was reported that after being shocked the patient turned their device off and when they turned it on again the stimulation was ¿everywhere it wasn¿t supposed to be¿ and now it is not working at all. **information omitted pertaining to related event (B)(6)¿ shock/broken wire/replacement**

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).